Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) experienced air in the patient line of a homechoice (hc) cassette, without an alarm. The hp was connected at the time of the event. This occurred during initial drain of peritoneal dialysis therapy. There was nothing unusual found during troubleshooting that would cause or contribute to the event. The caregiver (cg) stated that they noted about a one (1) inch air gap in the patient line. Renal therapy services (rts) advised the cg to set up the hc with new supplies due to the air. The cg stated that they were okay to disconnect the hp and set up the hc with new supplies on their own. Rts reviewed proper procedures per the user manual with the cg. There was no patient injury or medical intervention associated with this event. No additional information was available.